Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03599, 0001822565-2020-03600.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. The patient experienced an infection and limited mobility. Subsequently, the patient was revised on an unknown date. Attempts have been made and no further information has been provided.